Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 (mg/dl). Reportedly, contact stated that they believed the low bg was caused by excessive exercise. Customer consumed candy to treat bg levels. Recommendation was made to contact tandem technical support to perform troubleshooting for future low bg events.